Manufacturer narrative:
The clarivein device was not available for investigation; and no lot number was provided in the complaint report; therefore, no lot history or complaint log review could be performed. If nicolau syndrome did occur, it is the first case reported to vascular insights may have come from a mishandling of the sclerosant or from the administration of the local anesthetic for sheath placement. Nicolau syndrome from lidocaine delivery is reported in the literature. It is also rarely but noted with sclerotherapy. ·there is no evidence of a direct connection between the clarivein device and the development of nicolau syndrome; in any case, the patients worsening bilateral leg edema is not related to the clarivein catheter. However vi is conservatively notifying the FDA of this event out of an abundance of caution. Device not made available by physician.

Event description:
Dr. (B)(6), reported nicolau syndrome after a procedure where clarivein was used to deliver sotradecol. There were no issues cited with use of the clarivein device during the procedure. Supplied written information did not indicate nicolau. The patient's symptoms before treatment were bilateral severe leg edema and pain.